Event description:
The hcp initially reported having difficulty accessing the port during a refill of the pt's intrathecal drug delivery pump. Add'l info from the hcp indicated an x-ray of the pump revealed the pump had flipped in the pocket. The pt underwent surgery to correct the problem approx one month later. Surgical exploration revealed two of the tack down sutures had broken causing the pump to flip, resulting in the catheter being twisted multiple times. The drug used in the pump is infumorph 10 mg/ml at a dose of 2.5 mg/day. The hcp reported there was no injury to the pt.